Event description:
Customer stated that she was in the hosp two days ago due to strep throat and high blood glucose. Four days later, she called to report that the ambulance just left her home after treating her for low blood glucose. Troubleshooting discovered that the basai rate settings were incorrect. Explained customer the importance of correct settings.